Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide, model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes chapter 13 / page 176: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported by the patient that the blood glucose (bg) values reached over 400 mg/dl. The patient woke up reporting chest and heart pain. The patient stated she went to the emergency room (ER) at the local hospital where they stabilized her. The patient was then transferred to duke hospital. The patient ended up having a heart catheter inserted and was in the hospital for 2 days. The patient stated on wednesday that the on-call endocrinologist told her that her insulin doses were way too high and they needed to change it. The patient went home and noticed their bg values rising to 403 mg/dl and as a result, went back to the doctor. The care provider changed the setting back to the original setting from a month ago. The patient stated that while in the doctor's office that her bg level rose to 463 mg/dl. The doctor took the pod off and gave her a manual injection of insulin at 8 units and then proceeded to change out the pod, with a correction bolus of 8 units. No further details. The pod was worn between 24 and 36 hours on the abdomen.